Event description:
During routine re certification of the device by a zoll technician, the device displayed "pacer disabled" and "system fault 37" messages. There was no patient involvement during the malfunciton.